Event description:
It was reported that a pump was alarming for a system error 105. There was no patient involvement. This event did not occur on or before first clinical use.

Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter received and evaluated the device. The unit was received inoperable due to a system error 105, confirming the reported symptom. The error was caused by a failed motor. As a result, the motor was replaced.